Manufacturer narrative:
The recipient reportedly experienced device protrusion. The recipient underwent repositioning surgery on (B)(6) 2016, however, the device started extruding through the skin. The recipient's device has since been explanted. Reimplant surgery will occur at a later date.

Manufacturer narrative:
UDI number: (B)(4). The recipient reportedly underwent wound debridement. The bacterial culture results revealed that the infections were results of middle ear and mastoid infections; therefore, the recipient was treated with a different antibiotic (type unknown). The implant electrode is currently exposed. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved. The recipient is reportedly doing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's implant site has reportedly healed, however, the electrode remains exposed. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The initial surgery to remove the infection was (B)(6) 2015. The recipient is reportedly no longer taking antibiotics. The infection source was determined to be the middle ear. The recipient is utilizing the device. The recipient remains implanted. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent tissue revision surgery on (B)(6) 2016. The recipient has fluid at the implant site and continues on antibiotics. The recipient's implant site reportedly looks good.

Event description:
The recipient reportedly developed a mastoid infection and underwent surgery to remove the infection. The electrode is extruding through the skin. The recipient was prescribed antibiotics( type unknown). The recipient is being monitored. Advanced bionics is in the process of gathering more information, once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent surgery on (B)(6) 2015 to reinsert the electrodes and close the exposure. On (B)(6) 2015, the recipient experienced implant site exposure and puss drainage. The recipient is being treated with antibiotics. Explant surgery is under consideration.